Event description:
It was reported that the patient had a surgical revision of the leads but they put the replacement in where the permanent lead was and not where the trial lead was. The manufacturer representative in the patient¿s area had changed and the patient had been working with them for 2 months. It was noted that the manufacturer representative was competent but wasn¿t familiar with the patient¿s situation. The manufacturer representative put the stimulation on constant and the patient would be willing to go through another surgery to get their implant working. It was reported that the patient couldn¿t exercise or go out for the fear of having an accident.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).